Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead was dislodged. The ra lead was not used. There were no patient consequences.